Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in capture threshold since implant. The physician suspected the cause was scar tissue and decided to reposition the lead with good results. The lead remains in service. No additional adverse patient effects were reported.